Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture pre-implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a surgeon opened 600cc mentor memorygel breast implant and found it to be defective and unable to use for patient's surgery. There were no patient involvement.

Manufacturer narrative:
On 10/24/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample, it was noticed bubbles measuring approximately 2 cm x 1 cm. Leak testing revealed there was a rupture in the posterior view, measuring approximately 0.3 cm. During the microscope examination striations were detected in the edges of the rupture. No other anomalies were discovered. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The bubbles found inside the implant are the result of the air that entered through the rupture. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/23/2019, mentor became aware that "a small bubble" also reported was inadvertently not reported in the previous submission. Bubbles themselves are not reportable (this is a cosmetic issue, these bubbles do not affect the integrity of the implant. The most likely consequence is a procedural delay, if the device has to be replaced. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote), but the rupture is reportable. Manufacturer¿s reference number: (B)(4).